Event description:
47 g whitcare spinal needle broke in pt's spine while attempting regional anesthesia for c/section with twin gestation. Needle was removed surgically after c/section with no apparent adverse outcome to the pt.